Manufacturer narrative:
One hemosphere monitor was returned for evaluation. Customer complaint of incorrect sv02 values was not confirmed. The svo2 reading remained stable at 82% plus or minus 3% for 15 minutes on both smart cable ports 1 and 2. The alarm light lid and diffuser have been separated from the bezel and the bezel is cracked in the corner of where the alarm light lid sits. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Since the complaint could not be confirmed, a root cause could not be identified.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The device history review was completed and the device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The device history review has been completed and no related non-conformances were found. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Additional product codes include dqk: computer, diagnostic, programmable qaq: adjunctive predictive cardiovascular indicator mud: oximeter, tissue saturation dxn: system, measurement, blood-pressure, non-invasive dsb: plethysmograph, impedance qms: adjunctive open loop fluid therapy recommender fll: thermometer, electronic, clinical

Event description:
It was reported that the hemosphere monitor is giving incorrect svo2 values that do not correlate with the patient condition or lab work. The staff recalibrated and exchanged out cables with no resolve. They exchanged to a new hemosphere monitor with the same cables and the svo2 values were correct. This was during use. There is no patient injury.

Manufacturer narrative:
Multiple attempts were made to secure return of the device; however, the device was not sent back for evaluation. Without the return of the device, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. As the complaint could not be confirmed, there is not sufficient evidence to determine a root cause.